Event description:
It was reported to boston scientific corporation that a resolution clip device was use during an endoscopic polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during the procedure, the clip was unable to be opened. The procedure was completed using a different device (unknown). No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable. Note: investigation results revealed the sheath to be torn.

Manufacturer narrative:
(B)(4) for the investigation result of oversheath torn. A visual examination of the returned device noted that the clip assembly was detached from the bushing but still attached to the control wire via the tension breaker and yoke. The prongs could not be opened but the clip assembly could be deployed with two clicks heard. The control wire was kinked and the sheath grip was detached. The oversheath was torn at the distal tip and accordioned at the proximal end. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.